Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) getting alarm 14 (patient temperature 1 probe out of range) and alert 50 (patient temperature 1 erratic) in an arctic sun device. Explained this was likely related to a short in the temperature in cable. Had them flex cable and they confirmed patient temperature changed on the monitor. Explained they would need to borrow a cable from another device to continue therapy.

Event description:
It was reported that the neonatal intensive care unit (nicu) getting alarm 14 (patient temperature 1 probe out of range) and alert 50 (patient temperature 1 erratic) in an arctic sun device. Explained this was likely related to a short in the temperature in cable. Had them flex cable and they confirmed patient temperature changed on the monitor. Explained they would need to borrow a cable from another device to continue therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) getting alarm 14 (patient temperature 1 probe out of range) and alert 50 (patient temperature 1 erratic) in an arctic sun device. Explained this was likely related to a short in the temperature in cable. Had them flex cable and they confirmed patient temperature changed on the monitor. Explained they would need to borrow a cable from another device to continue therapy. Per follow up information received via phone on 14nov2024, it was reported that spoke with charge nurse who confirmed they swapped devices with the picu unit. They were unable to remove the cable only due to zip tie. Biomed came to the unit to remove and dispose of the original cable. Device had remained in service without further repair.

Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted in the manufacture narrative. The reported issue was inconclusive. The root cause was not able to be isolated as the device was not evaluated. It was noted that the neonatal intensive care unit (nicu) getting alarm 14 (patient temperature 1 probe out of range) and alert 50 (patient temperature 1 erratic) in an arctic sun device. Explained this was likely related to a short in the temperature in cable. Had them flex cable and they confirmed patient temperature changed on the monitor. Explained they would need to borrow a cable from another device to continue therapy. A DHR review is not required as the serial number is unknown. Baw2800548 rev 1 and baw2800424 rev 1 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.